Event description:
The event date is unknown. Procedure performed: laparoscopic appendectomy event description: a small part of the plastic port broke off. Additional information received by applied medical rep via email on 22nov24: the break occurred on the tip during use. The trocar was inserted with the correct rotation. There was difficulty during insertion. Clean break. The piece was retrieved from the patient. No robot. Additional information received by applied medical rep via email on 2dec24: the code and lot number was given to me by the theatre coordinator via email and when I collected the product it was sealed in a bag and bloody so I did not open it to confirm the correct code unfortunately. They must have made a mistake when they initially sent me the code. If you look at the original photos that were sent it looks like the cff05. Intervention: device replacement patient status: no patient harm to the patient has been reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is possible that the fractured cannula was caused by excessive force exerted on the cannula tip during the insertion. However, applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] sections d1 (primary unique device identification number), d4 (additional unique device identification number, model, catalog and lot), and g4 (PMA/510(k) number) have been updated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
The event date is unknown. Procedure performed: unknown. Event description: a small part of the plastic port broke off. Patient status: no patient harm to the patient has been reported.